Event description:
A 72 year old white gravida 4, para 4 female; status post right modified radical mastectomy for stage 0 breast cancer, 08-28-1997. Pt had "immediate expander replaced submuscular". Pt reports the expansion process caused pain, which progressively worsened over the course of expansion. Pt rec'd 60cc per visit over several weeks, completing expansion 10-28-1997 with 640cc total. No unusual pain documented in records. On 11-20-1997, pt had a right open capsulotomy, creation of "imf" and "soring" capsule with placement of 440cc textured saline. For 3 months pt states pain was gone, but then recurred. Pain has progressed to the point pt is hardly able to sleep. Pt has been referred to pain clinic and treated with new blocks. Pt complains of pain on under surface of breast, as well as "deep in implant".